Event description:
Info received indicates the brake would set but not hold.

Manufacturer narrative:
The tech found the head end brake casters were not functioning. He replaced the head end casters to repair the bed.